Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 800 mg/dl. Customer had symptom of high blood glucose; customer had nausea and was not able to think clearly and had flu-like symptoms. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer would call back to troubleshoot.